Event description:
It was reported that during a coronary stent procedure, the wire broke after advancement of the stent. Another wire was used to deploy the stent and retrieve the wire. Patient status is listed as "okay".